Manufacturer narrative:
Concomitant products: tube cev649-5b dia 5mm 350mm: lot 201104mf7 (qty 10), lot 201105mf10 (qty 2), lot 201105mf3 (qty 1), lot 201103mf11 (qty 2), lot 201008mf3 (qty 1). No known impact or consequence to patient. (B)(4). Sixteen devices (tube cev649-5b dia 5mm 350mm) were returned for evaluation. The devices was evaluated and the customer's report was confirmed; the insulation was loose. The default of the insulation is most likely due to improper sterilization techniques at the user facility. It appears that the user did not disassemble the product as directed in the IFU. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. Medtronic, inc.

Event description:
It was reported that after a few sterilizations the customer loses a few millimeters of black sleeve of insulation on the instruments. There was no patient impact.